Manufacturer narrative:
(B)(4). Instradent USA, inc. Is submitting the report on behalf of (B)(4).

Event description:
(B)(4). The dentist reported that 10 days after the dental implant was installed in the patient's mouth, it was verified its non osseointegration. Sixty ncm of primary stability was achieved and immediate load was performed. Patient had bone type ii.